Event description:
It was reported that the black outer catheter on the delivery system snapped as it was being inserted into the pt. Although the consultant commented that it must have been in the pt when it snapped. It did not effect the deployment of the stent. No reported injury to the pt. The procedure was stenting the sfa.

Manufacturer narrative:
This is being reported because this device is the same or similar to one that is marketed in the united states. The device history records were reviewed and show that no remarkable incidents occurred. The sample has been returned and the investigation is currently underway.